Event description:
International affiliate reported that the damaged set screw was removed intra-operatively and another set screw was inserted. Additional information was provided which revealed that a viper2 blocker did not connect to the set screw and the threads of the set screw were damaged. As indicated, another set screw was inserted and the procedure was completed with no complications. Concomitant device: viper2 blocker instrument, catalog number unknown.

Manufacturer narrative:
Visual inspection of the returned single inner setscrew [product code: 1797-12-000, lot no: apcbn9] noted that all the threads were still intact with moderate deformation along the surface of the thread which appears to be a result of a malalignment during implant insertion. A review of the device history record (DHR) for the single inner setscrew [product code: 1797-12-000, lot no: apcbn9] was conducted. The lot was released on february 4th, 2013 and no discrepancies were observed during the manufacturing process. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. A 12-month review of the complaint trend analysis for the single inner setscrew was conducted. It was noted that there were no related complaints to set screw deformation. This complaint was originally reported as a reportable event based on the response from the affiliate (¿it appears that the threads were attached but torn¿). However, upon further investigation of the returned device, it was determined that device was deformed and not ¿torn¿ as indicated; therefore, no medical device report (MDR) is required as there was no serious injury to the patient nor would serious injury be expected if the fault were to recur. The root cause of the single inner setscrew thread becoming deformed cannot positively be determined as there is insufficient information to draw any conclusions. However, the noted damage on the setscrew is indicative of a malalignment during implant insertion. As there has been no issues identified in the manufacturing or release of this device, and there have been no systematic trend the complaint will be closed with no further action required.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.